Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-gusset area. The other optic to haptic junction area was torn/split/cracked on the post of the lens case. No hair was observed on the returned sample. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/31/2009 by mail. A completed questionnaire was rec'd on 08/14/2009. (B) (4). (B) (4)

Event description:
A user facility reported, there was hair on an intraocular lens (iol) when opened. In a follow-up, the director for surgical services reported that the lens did not touch the pt.